Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Event description:
It was reported by the clinical specialist that the intraclude aortic device icf100 was found to be kinked after positioning of the intraclude in the aorta. Per the clinical specialist "during delivery of antegrade, which went textbook, we noticed a kink in the catheter. (The physician) was wanting to reposition the balloon a little but found that with the kink they couldn't deflate or inflate the balloon. Upon echo examination we found that the balloon was in adequate position and since it was working well we decided to leave it alone and proceed with the case. The repair proceeded well with excellent results." When it came time to deflate the balloon, the clinical specialist had the pa straighten the catheter as much as possible where the kink was and we were able to fully deflate the balloon. The patient was then weaned from bypass without incident and protamine given. The rest of the case proceeded normally and without incident.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter a buckle mark was observed on the shaft. The balloon was able to inflate. The balloon was able to deflate with no defects found. The root cause cannot be determined. .manufacturing records were reviewed and there were no related ncr's found. Edwards has in place a technical summary related to this reported failure. The instructions for use, training and risk control measures are appropriate at this time. There will be no pra or CAPA initiated at this time. There is no indication of increasing trends that surpasses control limits for this failure mode so no further action will be taken at this time. Trends will continue to be monitored through the edwards quality system.